Event description:
It was reported that the device had a auxiliary control unit watchdog failure. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B5: additional information received via email on 19-august-2022 from customer and attached in complaint: no issue occur during infusion or prior to use. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated.h6: event problem and evaluation codes: updated.h10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was broken or missing upon receipt, the top case was non-original equipment manufacture. Error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation, but it was resolved after the main board was replaced. Root cause of the reported event could not be determined as no external damage was noted to the main board. Replaced the main board. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.